Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. After sometime during use, separation of the red hub from the catheter was observed. On (B)(6) 2026 the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.